Event description:
The report stated that during preparation for surgery strange sounds were heard from inside the generator when it was switched on. Then sparks fell to the floor and the floor was slightly burned. There were no injuries to anyone.

Manufacturer narrative:
Date of initial report : 08/05/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.